Manufacturer narrative:
One day post-insertion, user prematurely removed wound dressing and started using the device which led to the opening of the incision site. User reported 3 days after the incident that the incision site closed.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the incision site opened up one day post insertion.